Event description:
Correction: the previous or initial MDR submitted on may 23, 2025, was filed inadvertently. No injectable steroid administered or serious injury has occurred.

Event description:
Per the clinic, the patient experienced performance decrement and static noise with the device after covid-19 infection. Subsequently the patient was treated with injectable steroid (specific date not reported). Reprogramming attempts were made which improved the symptoms but not fully resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.